Event description:
The stent/balloon catheter was advanced to the rca. Upon attempted removal of the balloon catheter, the stent slipped off, remaining in the vessel. The physician was able to grasp the stent with a snare and remove from patient. Successfully placed subsequent stents.